Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: keypad cover is torn below right corner of 'ok' button. All keypad buttons are responsive as usual. Removed keypad cover to check condition of the key contacts, evidence of contamination was found under all key contacts. Unrelated to the complaint, dim pink display screen was observed. Open pump to take away a bad display screen to complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a torn keypad, contamination under all key contacts, and a dim, discolored display. This report is made based on the results of an investigation completed on (B)(4) 2013.